Event description:
The manufacturer received information from a customer that a trilogy evo ventilator inoperative alarm occurred during pre-delivery checking in the sales office. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use at the time of the occurrence. The trilogy evo ventilator was returned and evaluated by philips engineer and the customers complaint was not duplicated. However, the device evaluation found critical error codes in relation to (motor shutdown and pressor sensor mismatch) recorded in the device event log. The device system board and blower assembly were replaced to address the reported issue. The root cause was confirmed. Additionally, the technician performed final test, battery check, valve heck, run in tests and cleaning then confirmed the unit operates properly. Software version was confirmed (ver 1.06.10.00).